Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 365 mg/dl, 174 mg/dl, 132 mg/dl, and 164 mg/dl. The caller reported that she has combined the contents of two strip vials with the same lot number and expiry date into one strip vial. Caller is not sure which strips were used for each result. No adverse event reported. Return of the suspect device was requested for evaluation.